Event description:
In 2009, the physician from the facility contacted the baxter sales representative to report six of seven blood stream infections since they switched to flolink IV access device w/positive fluid displacement and that they are not sure if they should continue using the product. It was suggested by the baxter sales representative that the infections could be related to the technique the nurses are using with the product. The customer switched to the flolink product in 2009. On 05/15/2009, additional information was received clarifying that 10 patient's from this facility had blood stream infections. On july 1, 2009, the following information was received from the facility infection prevention and control manger: the trend in blood stream infections (bsi's) from this facility decreased after baxter performed the re-inservice training in may. There was only one more report of bsi occurring with a patient on the oncology floor. The nurse stated that not everyone was able to attend the baxter training. The facility got a local representative to come and train all employees who had not been previously trained. Now all employees are trained and they have not seen any additional reports for bsi's at the facility. It was also clarified that all samples in all cases had been discarded and none were available for evaluation. This complaint is opened for the report of blood stream infection with the alert date of july 1, 2009, occurring on the oncology floor. The pt is a female. This pt's peripherally inserted central catheter (PICC) line was placed in 2009, and the blood stream infection occurred 11 days after. The bacterium identified was staphylococcus aureus. The pt was treated with tobramycin, 130 milligrams, intravenous for 24 hours, zosyn, 3.375 grams, intravenous every 6 hours and vancomycin 600 milligrams, intravenous every 12 hours. The pt recovered. The sample was discarded.

Manufacturer narrative:
The samples were discarded and therefore, not available for evaluation. Also, companion samples were not available for evaluation.